Manufacturer narrative:
Since the actual device involved in the event was not returned, we are unable to conclude if the reported needle stick occurred as a result of a device malfunction, or user error. A review of our records indicated that this is the first reported incident on the returned lot number. Trend analysis showed no significant trends on this product line for the reported condition.

Event description:
Clinician engaged the safety mechanism and heard a click. However, the safety shield did not engage appropriately and the clinician stuck themselves. The patient is hiv positive and the clinician is undergoing testing.